Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
The consumer reported that their device was not working in their hip and it was hurting. It was reported that they had surgery on their shoulder and when they turned therapy back on, stimulation worked on their leg but not in their hip. The patient used to feel stimulation in the hip area before. They stated that it was hurting their hip and they could feel like the wire was sticking. It also started when they turned stimulation back on after the shoulder surgery and wanted a manufacturer representative (rep) so they could get it working again. A medical test or electromagnetic interference environmental exposure was reported. The shoulder surgery was on (B)(6) 2016 and they turned stimulation back on in (B)(6) 2017. There was a sudden change in therapy or symptoms. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.